Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. The surgeon was closing the uterus, and the first pass was as normal, but during the second pass as he was pulling through the uterus wall the needle came away from the suture completely, the needle was intact. They managed to retrieve the needle with out having to reopen the uterus. The procedure was delayed by 5 minutes. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/9/2022. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. H3 investigational summary: the product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that on broken needle at the swage area of product code w9251 was received. Marks on the tip and swage area due to use of the surgical instrument were observed. Additional evaluation is necessary to determine the assignable cause of the breakage needle. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.